Manufacturer narrative:
Implant and explant dates: not applicable. Lot and expiration date were unknown. Initial reporter: telephone number is unknown. Alternative report identification number (B)(4). Unknown since the lot number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a bottle of complete revitalens multipurpose disinfecting solution was leaking. The product was not returned and the lot number was not available.